Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2023, it was reported by a distributor via email that an ar-4501 meniscal cinch ii second implant did not deploy. When the second button was lowered, it would not go down completely. The surgeon attempted to deploy it again, but it was not successful. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive force when pressing the button, which resulted in damage to the device's functionality.

Event description:
Additional information received on 2/23/2023: the first anchor could not be removed and remains in the patient. Case was completed with another ar-4501 meniscal cinch ii.